Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 126 mg/dl and the sensor glucose was 40 mg/dl. Insulin delivery was suspended due to sensor values. The difference between the blood glucose value and the sensor glucose value was 86 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose value that triggered the suspend event was 110. The threshold or low suspend limit in sensor settings was 90. The sensor will be returned for analysis.